Event description:
The customer reported that the system would produce fluoroscopic x-ray however, it would not save the images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the 3 volt coin battery and reloaded the calibration and the fals files. The system was tested and found to be working as intended and put back in service.